Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) to report an external scratch that was noted in the excor apex cannula for small children. Of note, the site reported the defect as an "external crack". Upon reviewing the picture and a video provided by the site, ca confirmed an external, palpable, horizontal scratch directly below the velour. The site explained that the scratch was first noticed the night prior and had grown in length. Therefore, bhi ca advised trimming the cannula above the defect, and adding in a connector and an extension set. Bhi ca also advised doing this on both sides of the pump to ensure adequate length on both sides of the cannula. Of note, the site chose to trim the affected section of the cannula and added only one connector. After the cannula was trimmed the pump level was observed to be even and the cannula integrity issue was resolved. The excor blood pump continued to function as intended, maintaining full fill and ejection throughout. At the time of the event, the length of the cannulas were not symmetrical, but the distance between the titanium connectors were within the recommendations of the IFU. The excor cable ties were positioned per the IFU, and there were no previous damage or modifications to the cannulas or connectors noted.

Manufacturer narrative:
The excor apex cannula (lot no. 00144482) was placed on the patient (B)(6) 2024 and remains on the patient to date. The event occurred on 2026-02-05, which is (404 days) after the cannula was placed on the patient being supported with an excor active driving unit. The affected part of the cannula was trimmed off and only a connector was added. The site notified berlin heart that the surgeon trimmed the cannula directly through the affected area, and was discarded. We have reviewed the device history record (DHR) of the cannula lot no. 00144482. This product was produced according to our specifications. According to the production record, a total of 5 cannulas with this lot no. Were produced. All cannulas with this lot no. Were distributed in the USA and implanted on five patients. Four patients were successfully transplanted. There are no other complaints associated with either lot number.